Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked and the ¿up¿ arrow button had malfunctioned. This report is made based on results of investigation completed on (B)(6) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Investigation found the battery compartment was cracked below the grip pad. The ¿up¿ button responded intermittently and contamination was found under the button contact. Unrelated to the casing and button issues, it was observed that the keypad was torn. No evidence of moisture intrusion or loose components was found when the pump casing was opened to investigate. (B)(6).